Manufacturer narrative:
The customer's reported problem is currently being evaluated. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that cardiac output did not display during a procedure. Information obtained from the customer confirmed that a patient was moved to another room after sedation and active monitoring began as a result of the reported problem. With merge hemo not presenting physiological data during treatment, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully once the patient was moved. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 11sep2016. Merge technical support assisted the customer with testing the pdm (patient data module) with the provided test plug/simulator. It was found that the link assembly should be replaced so merge technical support shipped a v2 4p link assembly to the customer on 12aug2016. The faulty unit was returned by the customer on 14sep2016 for evaluation. The results showed that the customer's reported problem could not be confirmed as the unit ran for twenty-four (24) hours without issue. The unit passed all testing and was returned to service stock. For this reason, conclusion code 71 (no failure detected, device operated within specification) was used. Merge technical support attempted to follow up with the customer on three (3) separate occasions but the customer did not respond so the case was closed. To resolve the issue at the time it is recognized, the users are instructed to test the pdm with the supplied simulator to troubleshoot problems with ECG waveforms. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence in the system diagnostics section which states, "simulator usage: a simulator has been included as a service tool for troubleshooting problems with ECG waveforms. A field engineer can easily connect the simulator to bring up test ECG waveforms to determine if the problem is with the ECG cables or the pdm. Test with a known good set of ECG cables. 1. Connect ECG leads to simulator. 2. Go to settings. 3. Turn off all filters. 4. See the square wave on the hemo monitor. If any the square waves are missing, there's a cable problem. If a 12 lead set is being used, try each v- lead one at a time on the v post." No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious injury assessment to the patient, and the instructions provided to the user on what to do if this situation were to occur. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code #1: 3345 simulated use testing (for the pdm). Methods code #2: 10 actual device evaluated (for the returned link assembly). Results code: 213 no failure detected. Conclusions code: 71 no failure detected, device operated within specification. H10 - indication of additional manufacturer information and device evaluation are contained in this follow-up report.